Event description:
The device was attached to a person diagnosed in cardiac arrest. An automated ECG analysis was performed and a shock was advised. The defibrillator allegedly failed to complete charging and a shock could not be administered. The same reported problem occurred when a second device subsequently functioned properly and 12 additional automated ECG analysis were performed resulting in a total of 7 shocks administered to the patient during a period of 13 minutes of device use. An acls crew subsequently arrived and took over treatment of the patient. Drugs and additional defibrillation therapy were administered. The patient was not resuscitated. A clinical review of the reported event was performed by medtronic physio-control. It was determined that the reported malfunction did not likely cause or contribute to the patient's outcome. The delay to administer defibrillation therapy was not significant (approximately 1 minute).